Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 51 mg/dl and 106 mg/dl. Customer stated that they treated for low blood glucose value but the sensor kept going down. Customer stated they did receive a calibration not accepted alert. Customer stated they did not receive a sensor updating or sensor glucose not available alert. Customer did not report consecutive sensor alerts with different sensors. The device will not be returned for analysis.